Manufacturer narrative:
The device br16019 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery following an issue with a bolt attached that on the patient head that got stuck in the tip of the drill adapter a communication error occurred. The bolt had to be removed manually before resuming the surgery with rosa. Afterward another communication failure followed by a shutdown occurred during the robot arm movement.

Manufacturer narrative:
Following the investigation, the first and the second communication failures were found to be due to a user error, the third communication failure was found to be due to a software related design defect.